Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported that the device's battery pca (printed circuit assembly) requires replacement. There was no patient involvement. The bench tech evaluated the device and determined that the battery pca requires replacement. The customer requested to return the device to the bench for evaluation and repair. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.